Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to iol as the returned questionnaire states that in surgeons opinion, the iol did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed due to hazy, blurry vision, and the patient's inability to see at a distance.